Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient presented to clinic with symptoms of possible stroke versus seizure activity. Log files were sent for review to ensure that the activity was not pump related. There were no unusual events in the log files.

Event description:
It was communicated that the patient presented to the hospital with a reported witnessed seizure at home. It was further communicated on (B)(6) 2025 that the stroke occurred pre-ventricular assist device (vad) and that the atrial fibrillation was first diagnosed pre-vad as well. It was stated that the patient did not have a seizure disorder prior to left ventricular assist device (lvad) implant. It was also stated that the lvad did not cause or contribute to the neurological event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files appeared to capture the system operating as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU), rev. C. Is currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including stroke and other neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments and lists neurological dysfunction as a potential late postimplant complication. Section 6 of the IFU (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that patient was admitted from (B)(6) 2024. The had a past medical history of nonischemic cardiomyopathy, heart failure reduced ejection fraction status post implantable cardioverter defibrillator and status post heartmate 3 left ventricular assist device, cerebrovascular accident, paroxysmal atrial fibrillation, diabetes, hypertension. The patient also reported slurred speech and l. Facial drooping. Head CT (cth) and computed tomography angiography (cta) head and neck, transthoracic echocardiogram, and carotid dopplers were all without obvious pathology. The patient was seen by neurology who recommended increasing keppra dose from 1500mg to 2000mg twice a day. No additional seizure like activity noted during this admission. They were discharging on a lovenox bridge for a subtherapeutic international normalized ratio. Additional guideline-directed medical therapy was considered in outpatient setting given stable renal function. It was said that the reported that no seizure activity was noted during follow up in clinic on (B)(6) 2024 and that issue resolved as patient was on a higher dose of keppra. Patient status was at baseline.